Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the cylinders were not inflating. The device was replaced with another inflatable prosthesis due to a pump break located at the pump body and bulb junction.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump was received for evaluation. The inlet tube with connector was detached for testing purposes. Examination and testing of the returned component revealed a separation in the pump body near the inlet tube spring area. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating sufficient stress was exerted to separate the site. Surface abrasion was noted on all pump tubes. Not all testing could be performed on the pump due to the separation noted. Half of the connector was received attached to the inlet tube; the other half appeared broken due to the rough surfaces noted. No functional abnormalities were noted with the detached inlet tube or connector. Based on examination of the returned product, it was concluded that the abrasion mark noted on all the pump tubes indicated that they came into repetitive contact for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the pump body near the inlet tube spring area. Separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the separation through the connector most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.